Manufacturer narrative:
Trackwise # (B)(4). Corrected section: d10-device available for eval- device returned, h3- if other provide code -explain- device returned, h6-investigation findings -replaced code 3221 with 13, h6- investigation conclusions-replaced code 67 with 22. The device was returned to the factory for evaluation on 04/21/2023. An investigation was conducted on (B)(6) 2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed on the devices. The delivery device was returned outside the loading device with the white plunger not depressed and the blue safety lock off. The seal was observed to be unfolded and visible in the loading device window. The seal and tension spring assembly were removed from the loading device with no visual or physical difficulties observed. The seal was observed to be intact with no cracks or delamination. No other visual defects were observed. Measurements of the delivery device were taken; the inner tube diameter was measured at 0.195 inches, the outer tube diameter was measured at 0.219 inches (rm2036883). The length of the delivery tube was measured at 2.48 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "premature activation" was not confirmed, however the analyzed failure "fitting problem" was observed. The lot #3000277777 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) misfired when loading. New device opened, and case proceeded without incident. No patient harm. No patient injury. No adverse events. No delay in case.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise # (B)(4). The lot #3000277777 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.